Event description:
It was reported that a user new to the ilet experienced evening and nighttime hypoglycemia and intermittent hyperglycemia soon after start, with data-sync difficulties that were resolved by app reinstall, repairing the connection, and a subsequent factory reset of the ilet. Symptoms included hypoglycemia requiring oral carbohydrate and supervision by nursing staff, as well as prior hyperglycemia that later trended down. Outcomes included temporary interference with activities of daily living that required assistance to the nurses¿ station but did not require emergency care or hospitalization. Investigation included review of synced device data, user interview, and clinical specialist assessment. Investigation of this case revealed user-related factors, specifically eating without meal announcements and overtreatment of hypoglycemia with excessive carbohydrate, which led to glycemic variability; no device malfunction or alarm-related issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error, addressed with troubleshooting, education, and factory reset.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.